Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary difficulty due to dysuria, macroscopic hematuria and perineal hyperemia. The patient underwent an urgent urethrocystoscopy which revealed a local infection with extrusion of the ureteral cuff. The aus was removed, urethroplasty was performed and antibiotic therapy was given in the hospital. There were no additional patient complications reported.

Manufacturer narrative:
B3: approximated.

Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary difficulty due to dysuria, macroscopic hematuria and perineal hyperemia. The patient underwent an urgent urethrocystoscopy which revealed a local infection with extrusion of the ureteral cuff. The aus was removed, urethroplasty was performed and antibiotic therapy was given in the hospital. There were no additional patient complications reported.